Event description:
It was reported that this ambicor penile prosthesis (app) was not working properly; therefore, a surgical procedure was performed to remove the device and implant an inflatable penile prosthesis (ipp). No patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that this ambicor penile prosthesis (app) was not working properly; therefore, a surgical procedure was performed to remove the device and implant and inflatable penile prosthesis (ipp). No patient complications were reported.